Event description:
Uneventful combined spinal epidural anesthesia was performed on (B)(6) 2014. Upon removal of the epidural catheter on (B)(6) 2014, the tip of epidural catheter was missing. Removal of the catheter was without any resistance. Although patient is asymptomatic, it is presumed that the tip of epidural catheter is retained inside the patient body. Patient refused CT scan of the back. Diagnosis or reason for use: anesthesia for c-section and post-operative pain management.